Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip causing misalignment of the grip tips. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not fully engaging the clips and was unable to apply the clips as needed. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon was attempting to clamp the clip on a vessel during a cholecystectomy. The surgeon attempted using the clip applier on four different occasions with the same result. Each application the surgeon tried using a new clip and each time resulted in the same outcome which was the clips not fully engaging after activation. The issue was resolved by opening a different clip applier.